Manufacturer narrative:
Additional information: b5, b6 and b7 b5: upon follow-up, it was reported that on an unknown date, the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection meropenem (1 gm, every third day, ongoing) and injection ceftazidime (1 gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovered from peritonitis. Pd therapy is ongoing. It was reported the patient was not retrained on the proper aseptic technique. No additional information is available.